Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 13may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found someone serviced the unit leaving loose parts, screws and disconnected cables in the unit. The fse replaced the user interface assembly and the issue was resolved. The unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a dim display. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 11aug2019. The user interface assembly was returned to the manufacturer for failure analysis. A visual inspection revealed no signs of damage or contamination. Further testing of the user interface assembly determined a burned out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.